Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6) hospital. E1 event site address full address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's upper display was distorted. There was no impact on patients or treatment.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - h6(component codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the top lcd (d160-00-0127), upper display monitor board (d670-00-00-1183), upper display monitor cable (d012-00-1817), upper monitor cable (0012-00-1845) . The unit passed all functional and safety tests and was returned to customer. (B)(6) 2025 the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 23 mar 2026. The failure analysis and testing dept. Received the following parts associated with this complaint: (B)(4). Parts were received with a reported failure of the upper display being distorted. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av. As there was no part failure confirmed, the root cause is not confirmed.

Manufacturer narrative:
Updated fields : b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 corrected fields: e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the top lcd, upper display monitor board, upper display monitor cable, upper monitor cable . The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a distorted upper display. The unit was replaced with a substitute device. There was no patient injury reported.